Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The procedure was completed with another 3mm x 20mm x 144cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.